Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated he received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter at 10:00 a.m., resulting with a value of 5.1 inr. At 10:15 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.7 inr. The patient also repeated testing using the meter at an unknown time, resulting with a value of 5.1 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. The patient is currently feeling okay. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is every two weeks. The patient does not have anemia, antiphospholipid antibodies, or lupus. The patient does not take heparin or a direct thrombin inhibitor. The patient has not had any changes in medication or diet. The patient did not have a special or unusual diet. The patient did not have any bleeding or bruising requiring medical treatment. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 361438) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were tested in combination master lot strips. Testing results: qc 1: 2.2 inr, qc 2: 2.3 inr , qc 3: n/a . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%.